Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the right-side slide's bearing cage fell off. The field service engineer replaced right side slide to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer track detached from the device. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.